Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant for an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant for an unknown reason. Additional information was received that the patient was explanted as a non-bsc device was implanted.

Manufacturer narrative:
Block d6b: explant date: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 13547865/13478143.